Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie pocket 4.1 c5 failed to recover. A field service engineer forced the cubie out and cleaned the connections with alcohol wipes, and subsequently confirmed that the problem was resolved. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system encountered an issue in which the cubie c5 failed to recover. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. This incident resulted in a minimal delay to patient care and there was no patient harm. There were no adverse events or injuries reported based on this event.